Event description:
As reported, in 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After deploying the trunk ipsilateral leg component, it was discovered that the device had deployed too high, partially covering the right renal artery. A bare metal stent (type unk) was implanted. Both renal arteries were patent at the conclusion of the procedures and no endoleaks were present. The patient is doing well.

Manufacturer narrative:
This event was initially reported under medwatch #2017233-2009-00079, however, it should have been reported under another number. Therefore, this even will be submitted under the current medwatch number. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.